Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection approximately six weeks following a changeout procedure. Cultures were taken and antibiotics were administered. The implantable pulse generator (ipg) was explanted and the leads were cut and abandoned. A temporary lead was placed and the following day a leadless implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.